Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that after intra-operative placement of a tritanium tl cage, the implant 'dropped into the body'. A second surgical incision was needed in order to retrieve the implant. After retrieval the original implant was placed again and remains in the patient.

Event description:
It was reported that after intra-operative placement of a tritanium tl cage, x-ray images revealed that the cage was beyond the anterior border of the vertebral body. The patient was then flipped and a second surgical incision was made to explant the cage using an anterior approach. An alif cage was then placed.

Manufacturer narrative:
Additional information has been received and sections b5 and h3 have been updated. H3 other text : status and location of the device is unknown.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Per the additional information, the cage was placed with non-steerable inserter, the implantation angle was not difficult and the surgeon did not appear to use complex maneuvers or excessive forces during the procedure. Tritanium tl IFU and surgical technique steps for implant insertion was reviewed: ¿align the threaded distal tip of the inner shaft with the threaded hole on the selected cage. Secure the cage to the inserter by turning the back locking knob on the inserter clockwise until the implant is tightly connected. Ensure the inserter is properly connected to the implant and there are no voids between the inserter and implant.¿ note: ¿fluoroscopy may be useful in determining the appropriate trajectory for insertion of the cage and appropriate final positioning. Care should be taken to avoid violation of the anterior annulus.¿ based on the correspondence with the rep, incorrect implant placement was due to user releasing the cage from the inserter before confirming satisfactory position with x-ray.

Event description:
It was reported that after intra-operative placement of a tritanium tl cage, x-ray images revealed that the cage was beyond the anterior border of the vertebral body. The patient was then flipped and a second surgical incision was made to explant the cage using an anterior approach. An alif cage was then placed.